Event description:
Additional information received: occurred during testing and no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition. The review of event found the record of event as error - 1871 - (B)(6) 2018 1:21:00 pm. Functional testing included use testing. The pump was powered on and it immediately alarmed error code lec 1871. 1871 error is motor_timeout1. Simulated use was able to run the pump. Pump was opened and inspected, the inspection found the motor locked. The customer's reported problem 'lec 1871' was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gave 'error 1871' while the pump was attached to cassette. No adverse effects were reported.